Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue could not be reproduced. A test run was performed on the device and the evaluator indicated that the pump alarm would not stop until the start/stop or silence button were pressed. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump sounded only once at the end of treatment, where normally it should ring without stopping until the nurse intervenes. This occurred at the end of an adult patient infusion with no affect on the patient. No additional information is available.